Event description:
It was reported that this right ventricular (rv) lead exhibited out-of-range intrinsic amplitude of 0.6mv (milli-volts). Stored atrial tachycardia (atr) electrogram (egm) showed far-field-wave oversensing. This lead remains in service and no additional adverse patient effects were reported. Subsequently, further information was obtained indicating that the system is currently under monitoring, with a follow-up scheduled for february 2026. This lead remains in service and no additional adverse patient effects were reported. Subsequently, additional information was received indicating that the most recent transmission showed r-wave measurement to be between 6.3-16mv (milli-volts). There were three atrial tachycardia response (atr) episodes stored indicating further farfield r-wave oversensing. This lead remains in service and no additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited out-of-range intrinsic amplitude of 0.6mv (milli-volts). Stored atrial tachycardia (atr) electrogram (egm) showed far-field-wave oversensing. This lead remains in service and no additional adverse patient effects were reported. Subsequently, further information was obtained indicating that the system is currently under monitoring, with a follow-up scheduled for (B)(6) 2026. This lead remains in service and no additional adverse patient effects were reported.